Manufacturer narrative:
Updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they are showing higher impedances than normal. They state they are needing to go in and have 1 lead replaced and possibly the other as well in (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3387s-40, lot#: v367296, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot#: v367296, implanted: 2009-12-14, product type : lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-jul-2012, UDI#: (B)(4). Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremors and movement disorders. Patient reported that they had been to the neurologist for checkup and the healthcare professional (hcp) likes to check the system to make sure there are no leaks and the ins was not reading right. The hcp called the manufacturer's representative (rep) who told the hcp to use the old device to read and it still was not reading right. Patient stated that the hcp said it was not looking right so the hcp sent the patient down for x-ray, and called them the next day because there was corrosion around the lead wire, he thinks. The hcp referred the patient to a neurosurgeon. Patient stated that their whole left side had gone numb. Patient mentioned that they had an MRI (B)(6) 2018 and a rep was there who did a read on the device and said that patient may not be able to get the MRI. Patient stated that the rep went into the call and then came back and said it will be okay. Patient stated that they think they were seeing different read then is now upset. An email was sent out to the rep to further assist the patient, rep responded indicating that they had spoken with the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6), 2009, explanted: (B)(6) 2019, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Product ID 3387s-40, lot# v367296, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Product ID 3387s-40, lot# v367296, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that the cause of the ins not reading right was because of a lead fracture superior to connection. Hcp noted that a surgery for replacement was planned/ patient is having full replacement of the lead /extension this coming thursday. On february 5th, the rep confirmed that the neurosurgeon thinks the patient has a lead fracture, an x-ray was done. The rep noted that they extended the patient's device life six months ago and at that time patient's impedances were fine .the patient has got one single contact >10k ohms but it is not being used in therapy. MRI could not be done before because of this impedance value.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the bilateral system that was explanted was give to the manufacturer¿s representative (rep). No further complications were anticipated.